Event description:
It was reported that during a percutaneous transluminal coronary angioplasty, stent damage occurred. The 80% stenosed, 3.0x20mm, eccentric and progressive target lesion was located in the moderately tortuous and moderately calcified mid right coronary artery (rca) with a significant bend between 45 and 90 degrees. The lesion was pre-dilated with a 3.0x20mm non-bsc balloon. As the 3.0x32mm promus element stent was advanced resistance was encountered and it was noted that the tip of the stent was deformed. The device was removed and the procedure was completed with a 3.0x20mm promus element stent post-dilated with a 3.0x15mm quantum maverick balloon. No patient complications were reported and the patient status is stable.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).